Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test at 0.08675 inches. No under delivery anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 42 mg/dl, patient's current blood glucose was 162 mg/dl. Patient has treated with glucose tablets. Time and date of hospitalization was (B)(6). Cause of hospitalization per was hypoglycemia. Hurt due to low blood glucose, had a cat scan, bloody nose and 2 black eyes. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.